Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operational currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, low battery alert, power loss alarm and replace battery alert. The power management tool confirmed power error, low battery alert, power loss alarm and replace battery alert due to non-sleep anomaly software error. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarm. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer inserted new battery but internal power source is unable to charge. Customer stated the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer also reported low battery alert than a week . Insulin pump will be returning for analysis.